Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer inquired if the ins5010 hermetic lumbar catheter, closed tip was a "sub item for both 44410 and 46419". The integra neurosurgery account manager confirmed that the correct sub item for the medtronic 44410 lumbopertoneal catheter system was the codman 82-6202. The customer reported that the ins5010 catheter was implanted with a spetzler lumbar shunt. There was no patient injury and no known delay in surgery.

Manufacturer narrative:
The device history record (DHR) review was not possible since the customer did not provide the lot number of the product. The format of this complaint was more of an inquiry than a complaint since no product failure or malfunction was involved and no patient injury was reported. As per complaint description, it appears that the customer used an ins 5010 catheter before a final confirmation was made regarding the recommended product to substitute the medtronic 44410 lumboperitoneal catheter system. It was also stated that medical affairs spoke directly with the client to clarify any possible doubts and risks of using the product for the described application. Additional information requests were sent to the customer, but no response was obtained. The root cause for this complaint could be related to an off-label use of the product.